Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14dec2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the front 4-5mm of the bd autoshield¿ duo safety pen needle was stuck in the sheath and could not be "turned on". The following information was provided by the initial reporter: "patient complains that in the last few days he used pen needles, which did not work. He has been injecting himself for several years and for about a year it has happened every now and then that the front piece, the first 4-5mm, are in the sheath and cannot be turned on. According to him, there are packs where no problems occur. However, there are unfortunately packs in which at least 5 needles were unusable."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the front 4-5mm of the bd autoshield¿ duo safety pen needle was stuck in the sheath and could not be "turned on". The following information was provided by the initial reporter: "patient complains that in the last few days he used pen needles, which did not work. He has been injecting himself for several years and for about a year it has happened every now and then that the front piece, the first 4-5mm, are in the sheath and cannot be turned on. According to him, there are packs where no problems occur. However, there are unfortunately packs in which at least 5 needles were unusable."